Event description:
It was reported that during loan kit inspection, the long retention pin was missing the little threaded part from the tip, and the rod pusher is bent. There is no surgeon, procedure, or patient details available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part: 03.045.006 lot: 190p150 manufacturing site: hägendorf release to warehouse date: 16-june-2021 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the retention pin w/quick-coupl hex 12 was broken from the distal tip. The broken fragment was not returned for evaluation. The fracture surface was examined, and no issues related to material was observed. In addition the middle shaft was slightly bent. However, with the information provided, it cannot be confirmed that the device has arrived in the condition mentioned in the complaint. And since not package was returned the allegation damage upon receipt cannot be confirmed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retention pin w/quick-coupl hex 12 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed.